Event description:
It was reported that during a follow up, upon interrogation they received an alert for device had reached eri and that the patient notifier had been delivered for eri and software reset. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.